Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I result when processing on alinity I processing module. On (B)(6) 2026, sid (B)(6), (female, 55 years old) generated troponin of 25.78 ng/l positive, which was questioned. A new sample was obtained an hour later testing troponin of 1.3 ng/l negative. The original sample, sid (B)(6), was repeated with <1 ng/l negative results. The customer cut off for a positive result is =/> 5.0 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient identifier reached maximum character limit, the full ID is (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.